Event description:
Device was implanted as a change-out from a st. Jude system that included riata leads. Through the analyzer everything was within specification and the device was connected. Testing was performed; everything was still in spec. Dft's were done. After the first 20 j shock, the device lost telemetry. Device did not redetect and kept shocking. External shock was delivered. Pocket was never closed. Device telemetry could not be re-established. This device was replaced with another one.

Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The visual inspection revealed a spot of molten titanium on the ICD housing. This indicates an arc over from a high voltage lead conductor during a shock delivery, representing an external short circuit. This is consistent with the reported the loss of telemetry after shock delivery during dft testing. The ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device was not able to be interrogated. The ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit. Due to the damage of the electrical module, the device could not be interrogated properly. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. In summary, the ICD was damaged due to a shock delivery into an external short circuit. The manufacturing records document a flawless device production. There was no indication of a material or manufacturing problem.